Manufacturer narrative:
Imd received notice of this complaint on february 18, 2026. The patient was identified in the filing, enabling confirmation of the device part number, lot number, and implanting surgeon. The patient alleges loss of sensation, shortening, and functional impairment. The device was implanted on (B)(6) 2022. According to the operative report, the patient tolerated the procedure well and no intraoperative complications were noted. At the post-operative visit on (B)(6) 2022, for drain removal, the physician documented: "looks great, drain dry, implant is perfect." At the six-week follow-up on (B)(6) 2022, the physician recorded: "looks great and overall happy with results." The complaint states that during the early post-implant period, the patient experienced effects that a reasonable consumer would expect during healing and adjustment. Imd contacted the implanting physician, who stated that the patient was "perfect and thrilled with the implant" and that he had not spoken with the patient since the (B)(6) 2022 follow-up. The implanting physician confirmed that he did not explant the device. While imd cannot conclusively determine whether the device was removed by a physician outside the himplant network, available information from both the physician and the complaint suggests that explantation did not occur. Notably, the alleged events, loss of sensation, shortening, and functional impairment, are commonly associated with the immediate post-explantation period. The himplant device is intended to be removed by a himplant-trained physician. Removal by a physician outside the himplant network, particularly one not trained in himplant insertion and removal techniques, may involve surgical approaches, perioperative management, or post-operative care that deviate from established protocols and the prevailing standard of care, potentially increasing the risk of complications. The complaint further alleges that imd marketed the device as altering penile anatomy and sexual function; increasing penile length; not causing loss of sensation; preserving natural function; and being reversible. Imd maintains a robust marketing claims review process to ensure all promotional materials align strictly with FDA 510(k)-cleared indications for use. Imd does not claim that the device alters sexual function, increases erect penile length, guarantees preservation of sensation or natural function, or is reversible. The himplant pre-formed penile silicone block is cleared for use in augmentation, reconstructive, and cosmetic surgery, and is contoured at the surgeon's discretion to create a custom implant. In augmentation procedures, the device provides cosmetic enhancement of penile girth for aesthetic purposes. Imd does not claim increased erect penile length; rather, the device increases penile girth, as supported by independent clinical data. Prior to surgery, patients undergo screening and pre-operative counseling during which potential benefits, risks, complications, and alternatives, including no surgery, are discussed. As part of informed consent, the patient acknowledged specific risks individually, including: "penile shortening," "penile retraction in erect and flaccid states," and "lack of sensation on parts of the penis from nerve interruption causing numbness and loss of sensitivity." The clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, reviewed as part of the 510(k) process, identifies contracture, decreased penile girth, and loss of skin sensitivity/sensation as anticipated adverse events. The patient also questioned the qualifications of the implanting physician. All physicians who utilize the himplant device are selected based on their expertise and experience and are trained by imd's medical director prior to performing procedures. Accordingly, the allegation regarding lack of physician qualification is not supported. The complaint further alleges that imd was aware of device "defects" and redesigned the device in response. This allegation is inaccurate. Imd has not conducted any recalls or implemented design changes due to device defects. As part of its quality management system and continuous improvement processes, imd periodically implements enhancements based on technological advancements, post-market surveillance data, and supply chain considerations. All design changes have been managed in accordance with regulatory requirements and cleared through the FDA 510(k) process or documented via the letter-to-file pathway, as appropriate. A (B)(6) 2022 peer-reviewed article, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis, evaluated 100 patient responses, of whom 10 underwent implant removal for various reasons. Shortening and loss of sensation were not cited as reasons for removal. The article also followed twelve patients who underwent removal for cosmetic reasons and documented penile retraction immediately following explantation; however, all patients reported return to pre-operative flaccid length and girth after completion of a rehabilitation program. Functional impairment is considered a serious adverse event; however, the allegation does not specify which functional domain (e.g., urinary, reproductive) is affected. Urinary difficulties and erectile dysfunction are identified in the clinical investigation report as anticipated adverse events. Additional clinical detail would be required to determine the nature and extent of any alleged functional loss. A review of the device history record confirmed that the device was manufactured in accordance with specifications, with no deviations noted. A retrospective review of complaints from 2014 through 2024 was conducted for loss of length/penile shortening, sensational changes, and functional impairment. These occurrence rates remain within established and accepted thresholds based on imd's risk management and post-market surveillance criteria.

Event description:
The patient claimed to have experienced loss of sensation, shortening, and functional impairment. The patient also alleged various labeling, device design/design change, and physician training complaints.